Event description:
It was reported that the implantable cardioverter defibrillator was found in backup operation with therapies off. No intervention was performed. The patient was in stable condition.